Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer stated that he developed a dime size area of erosion beneath the stoma after using the samples we sent him. However he had been using the same product but the 125354 which is a box of 10. The area is now the size of a quarter. He has been treating the ulceration with stomahesive powder. The customer declined suggestions to temporarily stop using convexity and try a flat wafer with an eakin seal. We provided information in regards to the convexity possibly creating too much pressure. Suggested he continue to use the stomahesive powder and seek the assistance of an ostomy nurse if the area does not improve.